Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (under 10 mg/dl) and 158 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Customer no longer has test strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.